Manufacturer narrative:
On-site investigation was performed by hospital's engineer. The claimed issue was not reproduced. According to received information, the ventilator passed all functional and safety tests. The device's logs were not provided for further analysis. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. The ventilator detected and generated alarms for the high pressure situation. The cause of the issue has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).